Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield breaks off after blood collection. The following information was provided by the initial reporter: "team member completed blood collection using the product and went to engage the pink, plastic safety shield and it detached completely from the device. Team member had to dispose of the needle unsheathed. Pictures being sent to acl supply team."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield breaks off after blood collection. The following information was provided by the initial reporter: "team member completed blood collection using the product and went to engage the pink, plastic safety shield and it detached completely from the device. Team member had to dispose of the needle unsheathed. Pictures being sent to acl supply team."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.